Manufacturer narrative:
Four devices were overlapped and implanted in same anatomical location. It is unknown if one or all vbx devices were involved in the (B)(6), 2022, intervention. Multiple attempts were made to obtain additional information from the physician. However, no further details were provided that would help us investigate further. Additional devices included on this report are as follows: item # pahr131002b/ lot # unk, item # pahr130502b/ lot # unk, item # pahr130502b/ lot # unk. The device(s) remain in the patient. Consequently, a direct product analysis was not possible. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium apl, which in covalently bound to the device surface and is essentially/non-eluting.

Event description:
The following was reported to gore: on february 8, 2022, four gore® viabahn® endoprosthesis with propaten bioactive surface were placed in the popliteal artery for treatment of an aneurysm. On (B)(6), 2022, an angiograph was performed and the previously placed gore® viabahn® endoprosthesis with propaten bioactive surface stents were occluded. A percutaneous transluminal angioplasty (pta) and aspiration thrombectomy were performed for treatment of the thrombosed gore® viabahn® endoprosthesis with propaten bioactive surface stents, with good results. The patient did not experience any adverse consequences. The surgeon suspected that he had to many stent overlaps as he didn¿t have the required lengths when he was doing the initial procedure (4 stents total).

Manufacturer narrative:
Additional devices included on this report are as follows: item # pahr131002b/ lot # 23226232, UDI# (B)(4), item # pahr130502b/ lot # 23226208, UDI# (B)(4), item # pahr130502b/ lot # 23226203, UDI# (B)(4). D4: updated, serial number - (B)(6), expiration date - 10-feb-2024 and UDI ¿ (B)(4). H4: updated, device manufacture date - 11-feb-2021.

Manufacturer narrative:
Section h6 updated to reflect completion of investigation. Manufacturing records were reviewed, and the device(s) met all pre-release specifications.the cause of the reported primary device failure mode for the four complaints, endoprosthesis does not remain patent, could not be established. The physician suspected the number of endoprosthesis overlaps may have contributed to the event. Four endoprostheses were implanted because the required length device(s) were not available during the index procedure. There is a reasonably foreseeable misuse in the risk management file related to use of a device that is too short, ¿user selects an inappropriate length for the patient (length too short)¿, but there is no guidance against overlapping multiple devices. Further information regarding this event was requested by gore, but no further information has been reported, therefore this investigation is considered complete. The vsx device IFU was reviewed with respect to the complaint detail. There is no guidance against overlapping multiple devices, so the IFU statements are listed here to highlight the existing sizing instructions. Sizing and selection of the gore® viabahn® endoprosthesis with propaten bioactive surface prior to opening the sterile package, check that the diameter and length of the endoprosthesis as well as the delivery catheter length are correct before removing from the packaging. The endoprosthesis lengths of the gore® viabahn® endoprosthesis with propaten bioactive surface listed in table 1 are nominal. It is, therefore, important that the endoprosthesis overlap the native vessel at least 1 cm beyond the proximal and distal margins of the lesion when treating stenotic or occlusive lesions and preferably at least 2 cm beyond the proximal and distal margins of the lesion when treating aneurysmal lesions.